Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was not duplicated during testing. One device was found to be affected by a non-stryker motor. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation. Two events were not duplicated during testing; 1 event was confirmed during testing. One device was found to be affected by a worn component and corrosion. One device was found to be affected by a worn component, corrosion, and a non-stryker motor . One device was found to be affected by a worn component. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.